Manufacturer narrative:
One week after initiation of vest therapy it was reported that the patient began having nausea, abdominal discomfort, shakes and returned to the hospital due to ¿feeding tube issues¿ where he received antibiotics for an infection (not specified), lab work, and an x-ray. The patient states he attributes the feeding tube issues to the use of the vest. Relevant medical history includes muscular dystrophy. Respiratory notes that the patient was using the vest wrap with foam and a feeding tube was present. He had not spoken to his pulmonologist about the event and hillrom advised he contact his hct about the symptoms. There was no allegation of malfunction, and the patient has opted to return the device. Follow-up attempts were made with the customer regarding the: reason for the hospital visit (noted prior to vest use), infection diagnosis type from hospital visit (noted after vest use), and outcome. No response from the customer was received. When attempting to contact the patient¿s prescribing physician for additional follow-up, it was reported they had not seen the patient nor heard of the occurring events. The vest system model 105 functions to provide airway clearance by using high frequency chest wall oscillation to compress and release the chest wall. It is designed to help patients mobilize retained secretions. An infection is the invasion and multiplication of microorganisms such as bacteria, viruses, and parasites that are not normally present within the body. The patient noted that he returned to the hospital due to ¿feeding tube issues¿ where he received antibiotics for an infection. It is likely he had a feeding tube infection, as this is a significant risk associated with a peg or feeding tube. Proper care must be taken to help with prevention of tube feeding infections including hand washing, keeping the site clean, and using new feeding bags and syringes daily. These infections involve symptoms of pain, discomfort, and nausea (as noted by the patient in this event). On occasion it is necessary to use imaging, such as an x-ray, to confirm complications or concerns of peg tube displacement. Additionally, labs are taken (as noted by the patient in this event) to establish or confirm the infection type and proper treatment. Prescription antibiotics that are used to treat the most common stoma infections include: (1) topical antibiotic such as fusidic acid and (2) oral antibiotics such as cephalexin. Mild infections may be treated with over-the-counter antibiotics, while a prescription may be needed for more serious infections. Limited information was provided on the patient¿s baseline health status and pre-existing medical conditions, infection diagnosis type after vest use and outcome. There was no allegation of malfunction with the device, however the customer did report medical intervention of antibiotics for an infection (serious injury). Due to limited information provided, permanent impairment of a body function or permanent damage to a body structure and the device causing or contributing cannot be ruled out. Based on this information, no further action is required.

Event description:
One week after initiation of vest therapy it was reported that the patient began having nausea, abdominal discomfort, shakes and returned to the hospital due to ¿feeding tube issues¿ where he received antibiotics for an infection (not specified), lab work, and an x-ray. The patient states he attributes the feeding tube issues to the use of the vest. Relevant medical history includes muscular dystrophy. Respiratory notes that the patient was using the vest wrap with foam and a feeding tube was present. He had not spoken to his pulmonologist about the event and hillrom advised he contact his hct about the symptoms. There was no allegation of malfunction, and the patient has opted to return the device. This report was filed in our complaint handling system as complaint # (B)(4).